Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Dehiscence is a known inherent risk of the use of this product.

Event description:
It was reported that following an insertable cardiac monitor (icm) device implant procedure the patient removed the glue from the incision site. The patient was seen at the clinic for a scheduled follow up and the incision site was still open. The physician chose to explant the icm device at this time to prevent possible infection. Device has been returned. No other devices have been implanted at this time. There were no additional adverse patient effects reported.

Event description:
It was reported that following an insertable cardiac monitor (icm) device implant procedure the patient removed the glue from the incision site. The patient was seen at the clinic for a scheduled follow up and the incision site was still open. The physician chose to explant the icm device at this time to prevent possible infection. The device will be returned to boston scientific. No other devices have been implanted at this time. There were no additional adverse patient effects reported.